Event description:
It was reported that shaft break occurred. A 2.50mm x 12mm emerge balloon catheter was advanced for treatment; however, the shaft snapped in half. No patient harm nor complications were reported.